Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: catheter was already advanced. Fellow was removing the sheath dilator by pulling the tabs apart to break apart the sheath. He snapped the left side off tab off and the left side sheath. The right side had stayed intact. The doctor clamped the right side of the sheath and was eventually able to pull it out.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter was already advanced. Fellow was removing the sheath dilator by pulling the tabs apart to break apart the sheath. He snapped the left side off tab off and the left side sheath. The right side had stayed intact. The doctor clamped the right side of the sheath and was eventually able to pull it out.